Manufacturer narrative:
Device is combination product. Event date: (B)(6) 2018. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study it was reported that the patient died. In (B)(6) 2012, the subject was referred for cardiac catheterization. The target lesion was a de novo lesion located in the proximal circumflex artery (cx) with (B)(4)% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct placement of a 3.50 x 20 mm (B)(6) stent. Following post dilatation, the residual stenosis was (B)(4)% and timi 3 flow. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject was hospitalized and subsequently expired. The cause of death is unknown.